Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that premature battery depletion of this device was suspected. The battery longevity decreased by two years, within one years time. A boston scientific technical services consultant reviewed data via latitude (remote monitoring system), and discussed that the power consumption has been steady over the course of the year. The increase in power consumption coincide with atrial fibrillation; however, the device is operating normally per design and clinical utilization. This device remains implanted and in service. No adverse patient effects were reported.